Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and became unconscious. Cause was not known. Customer required assistance from emergency medical services to address bg with dextrose. Recommendation was made to consult with healthcare provider regarding diabetes management.